Event description:
Stryker 7 drill had k-wire attachment on it with k-wire. Drill overheated while in use burning a hole in resident's gown. Drill was compensated taken to clinical engineering. Incident reported to manager.